Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was no issue with the drawer. A technical support specialist remoted into the machine and asked the user to try again to find out the issue, but the user was able to issue medication without any issue. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer did not open when the user tried to issue medication, and it was making a sound, but nothing happened. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.